Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, stent damage was noticed. The 90% stenosed de novo target lesion was located in the severely tortuous, severely calcified mid right coronary artery (rca). The lesion was over 20mm in length and approximately 3.5mm in diameter. The shape was mixed concentric and eccentric. The physician attempted to advance the taxus liberte paclitaxel-eluting coronary stent 3.5x20mm, but experienced difficulty crossing the lesion. The stent delivery system was removed from the patient and upon examination it was noted the edge of proximal stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as "good".